Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual analysis of the lead indicated damage at implant. The lead was received with the helix fully retracted, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix retraction. Concomitant medical products: 694958 lead, implanted: (B)(6) 2006; 419378 lead, (B)(6) 2005. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received numerous inappropriate shocks from the right ventricular (rv) lead. There was also a lead integrity alert for oversensing of noise along with high thresholds and an abrupt r-wave amplitude drop to low amplitude. The lead had a possible fracture. The lead was programmed off and subsequently explanted and replaced. No further patient complications have been reported as a result of this event. It was reported the right atrial (ra) lead implant was unsuccessful due to patient anatomy and the lead was returned. The ra lead was then analyzed, and tested out of specification.